Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of incident was over 600mg/dl. The customer states they treated with pump. Troubleshoot was conducted. The customer is being sent tubing clamp in order to conduct high pressure testing. The customer was advised to conduct full set, reservoir and insulin change. The customer was advised to monitor the device and call back when supplies arrive.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. However, the insulin pump was programmed with multiple test boluses all boluses delivered properly and was recorded in the bolus history screen. The insulin pump also communicated properly with the test blood glucose meter. Using the bolus wizard feature, the insulin pump delivered completely the estimate bolus detail no bolus anomaly noted. The insulin pump passed the displacement test, rewind, basic occlusion test, self-test and a21 error test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump had minor scratched display window, scratched case, scratched reservoir tube window and cracked reservoir tube lip.